Event description:
The account states that they are getting invalid wbc flags when using the cell-dyn sapphire analyzer to run sickle cell patients. No impact to patient management was reported.

Manufacturer narrative:
Falsely increased wbc values can occur with wbc counts of any level in sickle cell patients. The wbc count and differential can be affected in these samples due to identification of lyse-resistant sickle cells as lymphocytes. Recent studies have identified the wbc reagent supply tubing as contributing to this issue. To reduce the probability of this occurring, the tubing will be replaced on the cd sapphire analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.